Event description:
The reporter stated the surgeon removed a 12.6mm micl 12.6 implantable collamer lens from the vial and placed the lens in a tray to prepare for loading. The surgeon noted a dark, foreign body on the lens surface. He attempted to flush the body off the lens but with no success. The lens was returned to the vial. The lens was not used or loaded and there was no patient contact. A second icl lens was opened and it also had a foreign body on the lens surface - see MFR report # 2023826-2013-01058. Another icl lens was implanted. The reporter stated they felt the lens was received defective.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found no visible damage to the lens. There was evidence of a particle on the lens surface (small dot). The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Visual inspection of the lens found a black spot on the lens. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).